Manufacturer narrative:
The investigation into the limb ischemia ¿ irreversible event has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The user facility reported a 69-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The complainant had been a protect IV study patient in (B)(6) 2023. In (B)(6) 2023 the crf form documented a harm that was unknown to the abiomed rep. The crf stated post procedure, the patient had groin complication requiring patient to go to or for femoral cut down and vascular repair due to limb ischemia. The patient was managed and discharged, then readmitted for further groin complication requiring wound vac treatment.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿